Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The adc sensor prematurely detached and the result was the customer was unable to obtain and manage glucose readings. As a result, the customer experienced a loss of consciousness and was administered an insulin injection by a non-healthcare professional (non-hcp). Furthermore, customer was seen at a hospital, however it is unknown if treatment was administered by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The adc sensor prematurely detached and the result was the customer was unable to obtain and manage glucose readings. As a result, the customer experienced a loss of consciousness and was administered an insulin injection by a non-healthcare professional (non-hcp). Furthermore, customer was seen at a hospital, however it is unknown if treatment was administered by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.